Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a paddle lead, on (B)(6) 2010. The pt reported feeling the stimulation only in his ribs. During initial programming, the pt's measured perception level was measured at 6 ma. However, the pt indicated he no longer feels any stimulation from the outside contacts of the paddle lead, even at maximum stimulation. X-rays showed no issues with lead placement or lead-to-ipg connection. The physician reportedly suspects scar tissue invading the arachnoid spaces. Therefore, he has decided to disable to stimulation for three weeks to allow the pt to heal. The stimulation will be tested again after the healing time has elapsed. A lot number for the lead was not available. As a result, an expiration and/or manufacturing dat could not be determined. No product will be returned.